Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant of a leadless implantable pulse generator (ipg), there was a gradual rise to high thresholds and partial dislodgement of the device. The threshold value was never considered favorable, and because the implant site was too close to the tricuspid annulus, the physician presumed there was interference between the chordae tendineae and the ipg device causing unstable contact of the electrode to the tissue. The patient experienced palpitations and chest discomfort. Eventually, pacing failure was confirmed depending on time of day and patient's body posture. Reprogramming was performed, and because the device had been implanted for six months, the physician decided that removal of the device would be difficult. Thus a new leadless implantable pulse generator (ipg) was implanted additionally. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.